Event description:
This rv lead was implanted on (B)(6) 2013 and remains implanted at the time. A call was placed to technical services on 4/18/2017 stating that some noise noted on rv lead. The physician was dr. Sunil jha at methodist university hospital in memphis, tn. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).